Manufacturer narrative:
(B)(4). Information is unavailable. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a gastroplasty by vlp technique bypass procedure, the white load caused bleeding in the construction of the enteroenteric and in the firing of the duodenal section. Another like device was used to complete the procedure. There were no adverse consequences for the patient.